Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 420 mg/dl at the time of incident. Customer indicated that they recently made some changes to the pump and changed the reservoir and infusion set. Troubleshooting was declined by customer and indicated that they will call back if they have any further issues.